Event description:
It was reported that while hooking a patient up, post surgery in cvicu, sudden communication error appeared with the cardiosave intra-aortic balloon pump (iabp). The iabp was powered down and rebooted and the iabp had a screeching noise with a blank screen. The iabp was swapped out without patient harm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The facility biomedical technician (biomed) called getinge tech support who instructed to reseat the boards. The biomed reseated all of the boards and was subsequently not able to reproduce the faults. The biomed reviewed the history and noted some faults were recurring. It was diagnosed that the coil cable was to be replaced. The biomed replaced the coil cable and cleared the unit for clinical use.

Event description:
It was reported that while hooking a patient up, post surgery in cvicu, sudden communication error appeared with the cardiosave intra-aortic balloon pump (iabp). The iabp was powered down and rebooted and the iabp had a screeching noise with a blank screen. The iabp was swapped out without patient harm. No patient harm, serious injury or adverse event was reported.